Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. No blood was observed on the returned device. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. No other damages or defects were found that would result in a failure to deliver insulin.